Event description:
It was reported that the atrial lead exhibited noise which caused auto mode switch episodes. The noise could be reproduced with provocation tests. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.